Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pulse generator had no pacing output delivered when the leads were connected despite leads parameters were tested to be normal and the leads positions and their connections to the header were verified to be correct under fluoroscopy. The pulse generator was not used, and a new pulse generator was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of after connecting the a- and v-leads to the header of the pacemaker (pm2162), the device was not pacing was confirmed. Analysis revealed the user/physician screwed both a- and v-setscrews out of their connector block sockets. Once out of the sockets, setscrews cannot be re-engaged with the torque wrench to tighten them again after this happens. For lab testing the setscrews were placed back in their sockets and tightened down on test leads. The pacer output signals were present and measured on an oscilloscope and found normal. This confirms the problem was the result of the physician turning the setscrews out of their sockets so that they could not be tightened again unto the leads. The user¿s manual states to apply no more than 2 turns to the setscrews in the reverse direction. Obviously more than 2 turns were applied that rotated the setscrew out of their sockets so that no connections with the leads could be made. This is a user related anomaly caused by the incorrect use of the wrench by the user/physician.